Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
String got stuck in me - vagina [foreign body in reproductive tract]. String stuck in me.... Got it out - tampon [device breakage]. Case narrative: consumer reported via phone that the string got stuck. No serious injury reported.